Event description:
It was reported the customer received a motor error alarm during a basal delivery. The customer stated they had rewinded and primed the insulin pump and the insulin pump appeared to be functioning as designed. The customer's blood glucose was unknown. The customer also could not recall any significant events leading to the alarm. The customer was disconnected from the call while troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.